Manufacturer narrative:
This report is submitted on february 02, 2018, (B)(4).

Event description:
Per the clinic, the patient experienced skin overgrowth at abutment site and subsequently underwent revision surgery on (B)(6) 2017, in order to have a magnet placed on the internal fixture, converting the patient to a subcutaneous baha implant system. No other event or complications that may have contributed to the decision to convert the patient were reported.